Event description:
It was reported the customer was hospitalized for high blood glucose. The customer's blood glucose was 600 mg/dl. It was also found the customer had taken off their insulin pump, which caused them to have high blood glucose. Customer did not provide further information about their hospitalization. The customer also reported damage to their belt clip. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.